Event description:
It was reported that the procedure was cancelled. A capital equipment ilab ultrasound imaging system was selected for use. Prior to the procedure, the device displayed a black screen when turned on. Due to this the procedure was not completed. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Investigation results: device analysis findings: the device was returned for analysis. The imaging processor (img pc) was received in good condition with no visible damage and successfully passed functional testing, confirming proper operation. Investigation conclusion: this investigation is assigned an investigation conclusion code of no problem detected. This conclusion was selected because a thorough review of the reported complaint, available information, and attached documentation did not identify any fault condition related to the reported black screen allegation. The imaging processor (img pc) successfully passed the cis ilab system functional test procedure, confirming that the device functioned as intended during evaluation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the procedure was cancelled. A capital equipment ilab ultrasound imaging system was selected for use. Prior to the procedure, the device displayed a black screen when turned on. Due to this the procedure was not completed. There were no patient complications.